Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a follow up. While programming new settings into the device, the battery longevity estimates given by the patient's pacemaker dropped due to high current draw. The physician programmed the device back to the previous settings. There were no patient consequences.